Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician had trouble getting a 5f mynxgrip vascular closure device (vcd) up to the white. The physician pulled the unknown sheath back a little, inflated the balloon but felt resistance shuttling down so they removed the device and unknown sheath without deploying and held manual pressure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the physician had trouble getting a 5f mynxgrip vascular closure device (vcd) up to the white. The physician pulled the unknown sheath back a little, inflated the balloon but felt resistance shuttling down so they removed the device and unknown sheath without deploying and held manual pressure. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. The sealant was not stuck to any device components. The femoral artery¿s suitability was verified on angiography with an appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. The mynx vcd was used in a procedure that employed a retrograde approach. The deployer was trained on the mynx device. Other procedural details were requested but were not provided. The received non-sterile mynxgrip vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was exposed near the shuttle tip, and the advancer tube was in its manufacturing position. No additional anomalies were observed during this visual analysis. Before executing the functional evaluations, the sealant and sealant sleeves were returned to their manufacturing position. A functional analysis was then executed for the condition reported as catheter ¿ inability to advance in sheath using a cordis lab sample csi, which was inserted into the unit and withdrawn from it; during this analysis, no friction or resistance was perceived. Additionally, for the condition reported as shuttle ¿ shuttle advancement issue, the deployment test was performed and no issues related to the functionality of the device were observed, as the sealant was deployed and the advancer tube advanced as expected with no impediment or friction affecting its use. The slit presence was confirmed to be on the outer cartridge of the unit evaluated. The reported event of ¿catheter inability to advance in sheath and shuttle shuttle advancement issue¿ was not observed during analysis of the returned device. The device was able to be inserted through a lab sample csi with no resistance or difficulty noted. The shuttle was also able to be advance, and the device successfully fully deployed. The sealant was exposed near the shuttle tip, correlating with the reported event that the user had began to shuttle down but felt resistance. The exact cause for the issue reported could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported event. However, it is possible that the advancement issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Additionally, procedural/handling factors during the resistance experienced when shuttling down may have contributed to the reported breaking off of the shuttle. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician had trouble getting a 5f mynxgrip vascular closure device (vcd) up to the white. The physician pulled the unknown sheath back a little, inflated the balloon but felt resistance shuttling down so they removed the device and unknown sheath without deploying and held manual pressure. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. The sealant was not stuck to any device components. The femoral artery¿s suitability was verified on angiography with an appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. The mynx vcd was used in a procedure that employed a retrograde approach. The deployer was trained on the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.